Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt does not communicate with monitor) was investigated. During the evaluation for the reported problem, an unrelated issue was found. As received, the belt failed incoming testing, specifically the te recognition test. Upon evaluation, there was an open along the pulse wire between the front therapy electrode and ECG 'a'. The cause of the failure is the open pulse wire. The root cause of the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During the evaluation of electrode belt sn (B)(4) for an unrelated issue a reportable problem was found. The electrode belt failed incoming functionality testing.